Event description:
It was reported that during service and repair pre-testing it was discovered that the motor device had liquid/water coming out of the device. This event was not related to surgery. There were no injuries or medical intervention associated with this event. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.